Event description:
Chambers (2) overfilled and into the circuit. The company has evaluated the two returned autofeed chambers. Both chambers were found to be intact and undamaged with no issues observed. Both chambers were set-up, attached to a water bag, and tested for overfilling. Neither chamber overfilled at any time. The chambers were then performance tested to company's standard test specification. Both chambers passed the testing. Production and performance testing documentation were reviewed. No problems were recorded that may have resulted in this reported problem.